Event description:
The manufacturer received information alleging that the device shuts off after 5 minutes of use. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found pca with a component burned, inlet/outlet seal contaminated, heater plate kit contaminated and ui bezel with damage. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and one error code was present when reviewed. The pca was replaced. Lastly, the device has passed all functional testing.